Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The service technician ran performance tests on the ventilator and the ventilator passed all test and ran according to manufacturers specifications.

Event description:
It was reported to vyaire medical that the ventilator "failed while on a patient". The reporter of this event claims they do not know the nature of the incident, but states that the end-user feels that the ventilator is okay. The respiratory therapist would like someone from to evaluate the ventilator since it supposedly "failed". There was no patient compromise associated with this reported event.